Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that, although the issue occurred while the system was in clinical use for a planned/non-emergency treatment, the procedure was not impacted and was completed as planned but with low image quality. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and review of the system log files identified an error message of ""low load fluro flavor selected, tube anode problem." It was confirmed that the quick connector of the cooling oil pipe was leaking, resulting in insufficient oil in the oil cooling unit. The fse reinstalled the quick connector and performed a vacuum exhaust. After this repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.